Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, carriage block assembly, front cover, rear case, lower housing, left & right iui connectors, shaft seal, seal wiper, flange gripper retainer, barrel clamp, latch module, top disk holder and lens indicator. Syringe gripper recall completed. Performed calibration. A review of the device history record showed the device had a manufacture date of 19nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the carriage assembly - tube drive bent. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was a broken plunger. No additional information. No patient involvement.

Event description:
It was reported there was a broken plunger. No additional information. No patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was a broken plunger. No additional information. No patient involvement.

Manufacturer narrative:
The file has been reassessed and determined to be no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event. Please disregard initial MDR.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported there was a broken plunger. No additional information. No patient involvement.